Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 23x1 rb safety mechanism was difficult to activate. The following information was provided by the initial reporter: material # 305902. Batch #5023870. It was reported by the customer that the safety mechanism on the needle would not engage after injection. Verbatim: rcc received a complaint via email. We received the below feedback concerning an adverse event involving item 305762. Lot number is 5023870. I am not seeing any record of this lot presenting any issues within our space prior. Please advise on next steps and if this is the first you're hearing of this when it comes to this lot number. ¿injected immunization in child with 23gx1" needle lot 502387 exp: 12/31/2029. Examined needle and it was on immunization correctly after needle was removed from right ventrolateralis, attempted to engage safety on needle with thumb. The safety would not engage and pushed off of immunization falling to floor. Attempted to engage safety of needle while on the floor but safety would not engage. Had to dispose of immediately in sharps without safety engaged.¿ customer responded on (B)(6). 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 05/01/2025. 2. Provided lot # 5023870 number is not matching with provided material #305762. Please check and provide the correct lot number & material number. This is a 23 g 1" bd safetyglide injection needle lot# 5023870 exp 12/31/2029, ref (unsure what this means but I will include it) is (B)(4). 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There was no harm to the patient or employee. Additional information provided: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? I'm sorry I was multitasking. The event date was 4/29/2025.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.